Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" enroute interventional wire created a dissection with extravasation. The physician elected to cover the dissection with an additional unplanned enroute stent. The procedure was completed successfully with no additional adverse consequences.